Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy with the product removal") and ovarian neoplasm ("ovarian tumoration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced complication of device insertion ("only one essure was implanted") and fallopian tube stenosis ("the patient had tubaric stenosis; therefore only one essure was implanted"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ovarian tumoration resection). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, ovarian neoplasm, complication of device insertion and fallopian tube stenosis outcome was unknown. The reporter provided no causality assessment for complication of device insertion, fallopian tube stenosis, medical device removal and ovarian neoplasm with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.